Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a snapshot was taken and that did not resolve the issue. Re-registration was performed which also did not resolve the issue. Navigation was aborted and the surgery continued free-hand.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a "s ignificant" inaccuracy during surgery. The depth of each trajectory was "too deep by 1 centimeter (cm)" . The workflow was as follows: CT to fluoro. A snapshot was taken and that did not resolve issue. Re-registration was performed which also did not resolve the I ssue. Navigation was aborted and the surgery continued. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. It was noted multiple surgeries were performed after this case without issue.

Manufacturer narrative:
H6) no pats have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.